Manufacturer narrative:
Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number: (B)(4) has three reports: for product code: d134801 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR#: 2029046-2023-00279 for product code: d134801 (thermocool® smart touch® sf bi-directional navigation catheter) (3) MFR#: 2029046-2023-00281 for product code: d134901 (lasso® nav eco catheter).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and a lasso® nav eco catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after ablation was conducted several times after insertion to the patient¿s body, sensor error (106) occurred. Pericardial fluid was accumulated after the procedure, about 300 cc of drainage was performed. Also, the tricuspid regurgitation (tr) value after the procedure seemed to be high. The biosense webster representative had explained that the ring catheter is contraindicated for the ventricles to the physician, but the physician used the catheter at the physician¿s discretion. The tricuspid valve was caught during right ventricular outflow tract (rvot) mapping, and the catheter could be removed at that time, but some tissue was attached to the removed ring catheter. The tissue was sent for biopsy. Timing when complaints occurred was after the catheter was inserted into the patient¿s body, and after ablation was conducted several times, when effusion was confirmed after the procedure. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. At the time when the patient left the room, tr value was high, the vital signs were stable, but the chordae had been destroyed. The patient had to take diuretics. No cardiac surgery has been planned. The patient was admitted to the ICU. The physician's opinions on the relationship between the event and the product was that the timing of pericardial effusion is unknown. There were no abnormalities observed prior to use of the product. The patient outcome of the adverse event is improved. Valve damage occurred at mapping phase. It is unknown when cardiac tamponade occurred. The force sensor error 106 is not MDR reportable. The biological material found on the catheter is not MDR reportable. The entrapment of device is a MDR reportable product malfunction. Since the event (cardiac tamponade and cardiac valve rupture) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device evaluation was completed on 11-apr-2023. It was reported that a patient underwent a cardiac ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters and a lasso® nav eco catheter and suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: one thermocool® smart touch® sf bi-directional navigation catheter (lot 30916912l) was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, and temperature features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. The device was connected to carto 3 and error 106 was displayed on the screen due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 30916912l and no internal action related to the complaint was found during the review. The error 106 reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2023-00277 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2023-00279 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter) (3) MFR # 2029046-2023-00281 for product code d134901 (lasso® nav eco catheter)